Event description:
"On or about (B)(6) 2009," a monarc was implanted "with the intention of treating the plaintiff for stress urinary incontinence and/or pelvic organ prolapse." Plaintiff's attorney alleges, "after and as a result, plaintiff suffered serious bodily injuries, including but not limited to, continued incontinence, extreme pain, erosion of her internal body tissue, add'l surgeries, continual bladder and urethra infections," and other injuries. Also alleged, "as a result, plaintiff has experienced significant mental and physical pain and suffering, has required add'l surgeries and/or medical treatments and has sustained permanent injuries."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.